Event description:
Narrative from staff: patient had a pacemaker implanted by the end of last year. Three months later, patient had a follow up visit with cardiologist and during the follow up visit, it was determined that the device was not functioning and was replaced in the first week of the next month. Manufacturer response: manufacturer representative took the device to investigate issue.